Manufacturer narrative:
.

Event description:
A customer notified biomerieux that they had a false resistant result with vancomycin with an e.faecalis strain when using the vitek2 ast-gp606 test kit. Testing by alternative methods revealed the strain as susceptible to vancomycin. The discrepant result was not communicated to the physician; therefore, the was no impact to the patient. The customer does report a delay in result of approximately 48 hours. An internal investigation has been started by biomerieux.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6)reported false resistant vancomycin and teicoplanin results for enterococcus faecalis in association with vitek® 2 ast-p606 test kit. The vitek® 2 ast-p606 gives mics=4 (resistant) and etest® provided results of susceptible. Biomérieux investigation was conducted. Isolate identification was confirmed to enterococcus faecalis via vitek® 2 gp ID card. The following ast testing was performed: agar dilution (ad), the reference method for teicoplanin tec01n formulation on (B)(4): teicoplanin mic = 0.25 mg/l susceptible. Vitek® 2 ast-p606 (customer lot and random lot): teicoplanin mic <=0.5 mg/l susceptible, and vancomycin mic=2mg/l susceptible. Etest® teicoplanin: mic=0.5 mg/l susceptible. The investigation did not reproduce the customer results. The investigation concluded the vitek® 2 ast-p606 test kit is performing as intended.